Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the continuous glucose monitor (cgm) had inaccuracies compared to blood glucose (bg) meter in addition to an adverse event that occurred. The sensor was inserted in the patient's arm on (B)(6) 2017. The patient reported that cgm displayed value of 151mg/dl compared to bg meter value of 270mg/dl. On (B)(6) 2017 the patient's mother stated she took the patient to emergency room (ER) due to hypoglycemic event bg meter reading 35mg/dl. No symptoms were mentioned. The patient was taken the hospital and treated by physician. The patient's mother stated cgm=151mg/dl, the doctor took bg reading with patient's bg meter= 270mg/dl and the hospital equipment showed bg as 271mg/dl according to patient's mother. The patient's mother stated on (B)(6) 2017, prior to calling dexcom, they checked the patient's bg values again and the cgm=50mg/dl while hospital equipment = 90mg/dl. The patient's mother then stated later on same day cgm=127mg/dl and bg meter=100mg/dl at time of call on (B)(6) 2017. At time of contact the patient was still in hospital. No additional event or patient information is available. Data log was reviewed for evaluation on 03/23/2017. Complaint for inaccuracies could not be confirmed. The root cause could not be determined, post investigation. Labeling indicates: do not insert the sensor component of the dexcom system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom system is not approved for other sites. If placed in other areas, the dexcom system may not function properly.